Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was stated that the manufacturing representative saw the patient the day of the operation. A resident told them that they were concerned about the size of the ins in the pocket, and the manufacturing representative information them there was an adaptor behind the ins. It was stated there were no bad leads, and impedance measurements were normal. It was stated there were no issues the day of the surgery. Impedance was verified after extension change and device returned to normal therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748251, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: extension. Product ID: 748251, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: extension. Product ID: 3387-40, lot# v000525, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had their device explanted. In (B)(6) 2017 the patient started experiencing electric shocks and numbness down one side of their face, arm and all when they would wash their hair. It was stated they went in, and "they could tell with the machines and stuff that two of the leads were coming out of the box itself were bad". It was stated that before getting the devices explanted a manufacturing representative (rep) tested the battery and they stated the rep said the probes were good so they knew it was the wires before they did the surgery. They caller stated that the patient had 4 wires that go from the dbs running into 2 leads which depleted the battery a lot faster. The patient reportedly had "more invasive stuff done" at the surgery, in which they had to change the wires in the patient's head too. The caller stated that as a result of the replacement surgery the patient has a 5-6 inch incision "where they had to cut his head open where they had to go in and change the battery that ran from his head to the box", and 15 staples in the their head, which has resulted in the patient being in pain. They were given pain medicine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the shocking was due to the leads and the extension leads were replaced.